Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose of 386 mg/dl and had large ketones. Customer's blood glucose was again tested at over 420 mg/dl which was treated with 7 units of manual injection. Caller reported that site was changed per healthcare professional's recommendation but insulin pump was working. Caller was advised to monitor issue.